Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported persistent afx, type iiia endoleak (of the proximal extension) and tertiary additional endovascular procedure are confirmed. The reported ischemic leg is unconfirmed. This is moderately consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. It was noted that the angiogram dated 14 april 2023 shows adequate distal circulation bilaterally, which could point to the perclose (non- endologix) device causing the ischemic leg; however, this could not be conclusively determined. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. G3 awareness date h6 investigation finding codes; remove 3233 h6 investigation conclusion codes; remove 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply. H3 other text : devices remain implanted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of an afx2 bifurcated stent graft and an afx vela suprarenal proximal extension on (B)(6)2017. Approximately five (5) years post initial procedure, the patient presented with a type iiia endoleak (and complete component separation), a non-device-related type ii endoleak (of the internal mesenteric artery), significant aneurysm sac enlargement (of 17.5mm) and a type iiib endoleak of the bifurcated stent graft. The physician elected to treat the patient by implanting one (1) afx vela infrarenal on (B)(6) 2023. Reference MFR. Report # 2031527-2023-00062. Now approximately fifteen (15) days post-secondary intervention, the patient presented with an ischemic left leg due to the perclose (non-endologix) device pinching off the common femoral artery, and an unresolved type iiia endoleak. The physician implanted one (1) afx vela infrarenal on (B)(6)2023, and the endoleak was confirmed resolved and flow restored to the patient's left leg.